Event description:
It was reported that during use with bd prn luer slip adapter leakage at luer connection occured. The following information was provided by the initial reporter, translated from japanese to english: this is a report from an animal clinic about leakage. According to the customer's report, the adapter could not fit properly and leakage then occurred.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0052703. Our records show that this is the only instance of this issue occurring in this batch of prn. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, due to current customs laws in china medical devices cannot be shipped into the country. Photographs of the submitted device were submitted to our team in suzhou but functional testing was not possible. In lieu of the affected unit our engineerss subjected the available retention samples to functional testing. Based on the results of their testing. They found that the most likely root cause for this event is related to the insertion of the prn into the corresponding device. If the prn is not inserted with sufficient force or if the corresponding device is incompatible with the bd prn leakage may occur. Without the ability to investigate the affected unit or more information regarding the device being used in conjunction with the bd prn, our quality engineers were unable to confirm the root cause for this complaint. CAPA#1474444 was initiated.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd prn luer slip adapter leakage at luer connection occured. The following information was provided by the initial reporter, translated from (B)(6) to english, "this is a report from an animal clinic about leakage. According to the customer's report, the adapter could not fit properly and leakage then occurred."